Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error (open book image) after battery insertion due to moisture damage on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unable to verify basal anomalies or audio/vibrate/absence of alarm anomalies due to critical pump error. Unit received with pillowing keypad overlay, peeling/fading end cap address label and scratched case. Moisture damage on force sensor assembly and on motor assembly.

Event description:
Information received by medtronic indicated that the customer wanted to make sure that there basal rate was running in the insulin pump. Customer stated that they needs assistance with the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.